Manufacturer narrative:
Additional email address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 10 bd vacutainer® sst¿ blood collection tubes there was red cell hang up and hemolysis occurred. The patient had multiple venipunctures. This is the 1st of 2 occurrences. The following information was provided by the initial reporter, translated from spanish to english: once the samples are centrifuged they have a small globular packet filtration, which samples are declined as "hemolyzed". The samples were compared with another brand and the result is visually too much different. The tubes are inverted 5 times, and customer waits 30 minutes for clotting, and centrifuge has been converted from g to rpm, and tubes are found this way. The samples are transported already centrifuged to the analysis site, and when it has that small globular packet filtration when it arrives the issue happens. Customer is worried about it, because it's needed to recollect blood sample and punctures patients twice. Additional information received on 19.jan.2023: is 2431 the number of samples that showed the deviation, or the number of tubes available? Please confirm the quantity that presented the deviations; number of tubes available. 10 cases in total, from january 1 to january 17. Were there erroneous results? If so, what are the results? The hemolyzed samples were not processed, a new sample was requested from the patients. If there were, have the erroneous results been communicated to the patients/healthcare professionals? N/a. Was there any type of impact, such as change in treatment, incorrect diagnosis, etc.? A second picket had to be carried out on the patient, and the delivery time of the result is delayed, which impacts the patient's consultation and timely follow-up. Are there tubes from the same lot, but without contamination (that have not yet been used) available for evaluation? If yes, could you provide us with a range of days for collection? 2,078 tubes from the same lot are counted. Is the patient on anticoagulant therapy (e.g., heparin, coumadin®, aspirin/ibuprophen), or does he have a bleeding disorder, liver disease, or is he on dialysis? No. If samples were transported, was the sample re-centrifuged on site? No. Was a venipuncture difficult? Was there some kind of "probing" at the venipuncture site? No. What size needle gauge was used? Vacutainer needle 22g x 25mm cat. 360210 and vacutainer needle 21g x 38mm cat 360213. How long did it take to fill the tubes? No specific time taken, but fill was as usual with no slow fill issues. Was the blood collected with a needle and syringe? Vacuum system. Was the blood, if transferred from a syringe, forced into the tube? No. Was blood collected through a catheter/IV? What was the caliber of the catheter? Was the catheter flushed before blood collection? No. Was a tube of waste collected if it was collected from a catheter or IV line? Was the appropriate amount of blood drawn and discarded before collecting the blood tube? N/a. Were all the components of the blood collection set compatible (eg, did they fit together securely without the possibility of drawing air or causing foaming of the blood)? Yes. Was the antiseptic used to clean the site allowed to dry before venipuncture? Yes. How long was the tourniquet left on the arm during the venipuncture? Less than a minute. Was there any moisture present in the tube? Did water or other solutions get into the tube? No. Was the sample exposed to heat or cold? No. Was there a comparison of several samples from the same patient? Please send them to us; yes.

Event description:
It was reported that after centrifugation with 10 bd vacutainer® sst¿ blood collection tubes there was red cell hang up, hemolysis and poor barrier separation occurred. The patient had multiple venipunctures. This is the 1st of 2 occurrences. Date of event; 01/01/2023 the following information was provided by the initial reporter, translated from spanish to english: once the samples are centrifuged they have a small globular packet filtration, which samples are declined as "hemolyzed". The samples were compared with another brand and the result is visually too much different. *** the tubes are inverted 5 times, and customer waits 30 minutes for clotting, and centrifuge has been converted from g to rpm, and tubes are found this way. The samples are transported already centrifuged to the analysis site, and when it has that small globular packet filtration when it arrives the issue happens. Customer is worried about it, because it's needed to recollect blood sample and punctures patients twice. __ additional information received on 19.jan.2023: ¿ is 2431 the number of samples that showed the deviation, or the number of tubes available? Please confirm the quantity that presented the deviations; a: number of tubes available. 10 cases in total, from january 1 to january 17. ¿ were there erroneous results? If so, what are the results? A: the hemolyzed samples were not processed, a new sample was requested from the patients. ¿ if there were, have the erroneous results been communicated to the patients/healthcare professionals? A: n/a. ¿ was there any type of impact, such as change in treatment, incorrect diagnosis, etc.? A: a second picket had to be carried out on the patient, and the delivery time of the result is delayed, which impacts the patient's consultation and timely follow-up. ¿ are there tubes from the same lot, but without contamination (that have not yet been used) available for evaluation? If yes, could you provide us with a range of days for collection? A: 2,078 tubes from the same lot are counted. ¿ is the patient on anticoagulant therapy (e.g., heparin, coumadin®, aspirin/ibuprophen), or does he have a bleeding disorder, liver disease, or is he on dialysis? A: no. ¿ if samples were transported, was the sample re-centrifuged on site? A: no. ¿ was a venipuncture difficult? Was there some kind of "probing" at the venipuncture site? A: no. ¿ what size needle gauge was used? A: vacutainer needle 22g x 25mm cat. 360210 and vacutainer needle 21g x 38mm cat 360213. ¿ how long did it take to fill the tubes? A: no specific time taken, but fill was as usual with no slow fill issues. ¿ was the blood collected with a needle and syringe? A: vacuum system. ¿ was the blood, if transferred from a syringe, forced into the tube? A: no. ¿ was blood collected through a catheter/IV? What was the caliber of the catheter? Was the catheter flushed before blood collection? A: no. ¿ was a tube of waste collected if it was collected from a catheter or IV line? Was the appropriate amount of blood drawn and discarded before collecting the blood tube? A: n/a. ¿ were all the components of the blood collection set compatible (eg, did they fit together securely without the possibility of drawing air or causing foaming of the blood)? A: yes. ¿ was the antiseptic used to clean the site allowed to dry before venipuncture? A: yes. ¿ how long was the tourniquet left on the arm during the venipuncture? A: less than a minute. ¿ was there any moisture present in the tube? Did water or other solutions get into the tube? A: no. ¿ was the sample exposed to heat or cold? A: no. ¿ was there a comparison of several samples from the same patient? Please send them to us; a: yes.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 24-mar-2023 h.6. Investigation summary: bd received 100 samples and six photos for investigation. The photos were reviewed and the indicated failure mode for hemolysis and poor barrier separation was observed, however fibrin was not observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for hemolysis, poor barrier separation and fibrin was not observed. No difficulties were encountered during blood collection and all exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin, hemolysis, and poor barrier formation, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hemolysis and poor barrier separation based on photos. This complaint has not been confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
Description of the event/incident: sst - 368159 - fibrin / hemolysis/ poor barrier - ipc+c date of event; 01/01/2023, patient: (B)(4). It was reported that after centrifugation with 10 bd vacutainer® sst¿ blood collection tubes there was red cell hang up, hemolysis and poor barrier separation occurred. The patient had multiple venipunctures. This is the 1st of 2 occurrences. Date of event; 01/01/2023. The following information was provided by the initial reporter, translated from spanish to english: once the samples are centrifuged they have a small globular packet filtration, which samples are declined as "hemolyzed". The samples were compared with another brand and the result is visually too much different. The tubes are inverted 5 times, and customer waits 30 minutes for clotting, and centrifuge has been converted from g to rpm, and tubes are found this way. The samples are transported already centrifuged to the analysis site, and when it has that small globular packet filtration when it arrives the issue happens. Customer is worried about it, because it's needed to recollect blood sample and punctures patients twice. Additional information received on 19.jan.2023: is 2431 the number of samples that showed the deviation, or the number of tubes available? Please confirm the quantity that presented the deviations; a: number of tubes available. (B)(4) cases in total, from january 1 to january 17. Were there erroneous results? If so, what are the results? A: the hemolyzed samples were not processed, a new sample was requested from the patients. If there were, have the erroneous results been communicated to the patients/healthcare professionals? A: n/a. Was there any type of impact, such as change in treatment, incorrect diagnosis, etc.? A: a second picket had to be carried out on the patient, and the delivery time of the result is delayed, which impacts the patient's consultation and timely follow-up. Are there tubes from the same lot, but without contamination (that have not yet been used) available for evaluation? If yes, could you provide us with a range of days for collection? A: 2,078 tubes from the same lot are counted. Is the patient on anticoagulant therapy (e.g., heparin, coumadin®, aspirin/ibuprophen), or does he have a bleeding disorder, liver disease, or is he on dialysis? A: no. If samples were transported, was the sample re-centrifuged on site? A: no. Was a venipuncture difficult? Was there some kind of "probing" at the venipuncture site? A: no. What size needle gauge was used? A: vacutainer needle 22g x 25mm cat. 360210 and vacutainer needle 21g x 38mm cat 360213. How long did it take to fill the tubes? A: no specific time taken, but fill was as usual with no slow fill issues. Was the blood collected with a needle and syringe? A: vacuum system. Was the blood, if transferred from a syringe, forced into the tube? A: no. Was blood collected through a catheter/IV? What was the caliber of the catheter? Was the catheter flushed before blood collection? A: no. Was a tube of waste collected if it was collected from a catheter or IV line? Was the appropriate amount of blood drawn and discarded before collecting the blood tube? A: n/a. Were all the components of the blood collection set compatible (eg, did they fit together securely without the possibility of drawing air or causing foaming of the blood)? A: yes. Was the antiseptic used to clean the site allowed to dry before venipuncture? A: yes. How long was the tourniquet left on the arm during the venipuncture? A: less than a minute. Was there any moisture present in the tube? Did water or other solutions get into the tube? A: no. Was the sample exposed to heat or cold? A: no. Was there a comparison of several samples from the same patient? Please send them to us; a: yes.

Manufacturer narrative:
The following field has been updated with new information. B.5. Added poor barrier separation to the event description.